Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving 25 mcg/ml prialt at 1.8 mcg/day via an implantable pump for spinal pain. It was reported that the patient recently had an MRI in (B)(6) 2016 and a motor stall occurred with a tube set, but it was unknown if the event logs had been accessed and reviewed. It was stated that they did not believe the pump was interrogated post MRI until "yesterday", (B)(6) 2016. The reason for the MRI was unrelated medical reasons. It was unknown if there was a pump alarm. The patient was experiencing increased generalized pain and "not feeling right". The onset was noted to be gradual over the last month. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.